Event description:
It was reported that a user¿s dexcom g7 continuous glucose sensor would not pair with a replacement ilet after the previous sensor remained paired to the prior ilet, resulting in an intermittent communication failure involving the antenna or related electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found despite the reported intermittent communication failure and the implicated antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user/setup workflow issue.